Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve the device and additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device. Edwards implant patient registry received information a 25mm 3300tfx aortic valve implanted seven (7) years, nine (9) months, was explanted due to unknown reasons. The explanted device was replaced with a 29mm 11500a aortic valve. Per implantation data card, the explant was not due to deficiency of the original device. Patient underwent concomitant coronary artery bypass during the procedure. Patient post-operative status noted as in recovery.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
Edwards received information a 25mm 3300tfx aortic valve implanted seven (7) years, nine (9) months, was explanted due to severe prosthetic aortic stenosis and somewhat stiffened leaflets. The explanted device was replaced with a 29mm 11500a aortic valve. Per medical records received the patient developed symptoms and subsequent work-up indicated a worsening thoracic aortic aneurysm. The 25mm 3300tfx aortic valve was inspected and "it did not seem to be severely stenotic." The leaflets were somewhat stiffened. The explanted device was replaced with a 29mm 11500a aortic valve. Per implantation data card, the explant was not due to deficiency of the original device. Patient also underwent re-do concomitant coronary artery bypass grafting x 2, mitral valve repair with implantation of 32mm cosgrove ring, and placement of neochords to posterior leaflet, reduction aortoplasty during the procedure. Patient tolerated the procedure without complications. The patient was transferred to the ICU in stable condition. Patient was discharged to swing bed medical rehab on post-operative day 12.

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Leaflet immobility or leaflet restriction occurring over time, and not due to extrinsic physical interference, is a form of structural valve deterioration, which can result in significant regurgitation and/or stenosis. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including coronary artery disease and potential patient prosthesis mismatch.

Event description:
Edwards received information a 25mm 3300tfx aortic valve implanted seven (7) years, nine (9) months, was explanted due to severe prosthetic aortic stenosis secondary to some stiffening of the leaflets (but overall they did open). Per medical records there may have been prosthetic prosthesis mismatch small size valve implanted. The explanted device was replaced with a 29mm 11500a aortic valve. Per medical records received the patient developed symptoms and subsequent work-up indicated a worsening thoracic aortic aneurysm. The 25mm 3300tfx aortic valve was inspected and "it did not seem to be severely stenotic." The leaflets were somewhat stiffened. The explanted device was replaced with a 29mm 11500a aortic valve. Per implantation data card, the explant was not due to deficiency of the original device. Patient also underwent re-do concomitant coronary artery bypass grafting x 2, mitral valve repair with implantation of 32mm cosgrove ring, and placement of neochords to posterior leaflet, reduction aortoplasty during the procedure. Patient tolerated the procedure without complications. The patient was transferred to the ICU in stable condition. Patient was discharged to swing bed medical rehab on post-operative day 12.